Event description:
It was reported by the sales rep that during a arthroscopic rotator cuff repair surgical procedure on (B)(6) 2024 when the surgeon attempted to insert the two sutures of the 5.5 healix advance br3sut w/oc device through the versalok and into the bone, one suture in the versalok broke with a slight pull to the hand. According to the reporter the surgeon was concerned and pulled the other thread slightly and then it also broke. Another device was deployed at another location, and the same versalok was used. According to the reporter, although it felt tight against the bone hole, there were no problems during insertion. A mitek passer was used to thread the rotator cuff, and there were no problems. There were also no problems when threading the versalok. There was a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.